Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing placement of catheters in preparation for a coronary artery bypass graft (CABG), femoral cannulation, guided by transesophageal echocardiography was uneventful. A proximal (aortic) anastomosis was performed with the endoaortic clamp deflated (tip in the ascending aorta) & a standard side-biter external clamp in place. During the anastomosis, cardiopulmonary bypass line pressures rose. An aortic dissection was suspected, & was confirmed at sternotomy. An aortic dacron cuff was placed in the aorta & the 3-vessel CABG completed. By echocardiography the dissection included the descending aorta at least to the level of the diaphragm. The pt required reoperation on the day of the surgery for bleeding from one of the anastomosis sites. The pt has new weakness (stroke).